Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not returned.

Event description:
It was reported that during a carotid endarterectomy procedure, the doctor placed the cautery pencil down and placed a drape towel on top the pencil across the patient's chest and not in safety holder. It was also reported that a small open cautery pencil wound over the left breast area was noted. It was further reported that the cautery unit nor the smoke evacuation unit sounded "in use" as it normally does. Both the cautery pencil, cautery grounding pad, and the unit were replaced. It was further reported that the wound was closed and dressed appropriately in surgery which resulted in a fifteen minute delay, the procedure was completed successfully.

Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : device not returned.

Event description:
It was reported that during a carotid endarterectomy procedure, the doctor placed the cautery pencil down and placed a drape towel on top the pencil across the patient's chest and not in safety holder. It was also reported that a small open cautery pencil wound over the left breast area was noted. It was further reported that the cautery unit nor the smoke evacuation unit sounded "in use" as it normally does. Both the cautery pencil, cautery grounding pad, and the unit were replaced. It was further reported that the wound was closed and dressed appropriately in surgery which resulted in a fifteen minute delay, the procedure was completed successfully.